Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice sets. Spouse of hp reports hp can sometimes reprime line; however, sometimes must reset up with new supplies to complete treatment with this lot number of sets. No patient injury or medical intervention required per spouse of hp.